Event description:
The doctor was placing an ng [nasogastric] tube in the patient and got it into the correct position when we realized that it was not suctioning properly. The doctor checked the tubing and realized it was defective and had an air leak. We had to take out the ng tube that was just placed and replace it with a new one. It didn't cause harm to the patient, but delayed care and made it hard for the patient because he had to have the process done twice which caused him a lot of anxiety.